Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2017: correction of FDA code entry. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain ( interpreted as pelvic pain). A hysterectomy was performed to remove micro-inserts around 1 year and 9 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, depression and weight increased outcome was unknown. The reporter considered pelvic pain, depression and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain ( interpreted as pelvic pain). A hysterectomy was performed to remove micro-inserts around 1 year and 9 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and irregular menstrual cycle. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression and weight increased outcome was unknown. The reporter considered depression, pelvic pain and weight increased to be related to essure. The reporter commented: the left essure coil was placed with 2-3 coils noted extending from the tubal ostium and the right was placed with 4 coils noted extending from the ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and irregular menstrual cycle. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression and weight increased outcome was unknown. The reporter considered depression, pelvic pain and weight increased to be related to essure. The reporter commented: the left essure coil was placed with 2-3 coils noted extending from the tubal ostium and the right was placed with 4 coils noted extending from the ostium. Most recent follow-up information incorporated above includes: on 2-dec-2020: medical records received. Lot number added. Reporter information, medical history were added. Date of birth were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.